Event description:
Report received of independent dose calculation change on the pump. It was reported that the pt was receiving. Dobutamine 250mg in 250ml of fluid. The pt's weight was reported at 89 kilograms. The dobutamine was ordered to infuse at 3mcg/kg/min (16ml/hr). According to the customer contact, the pump alarmed with a distal occlusion alarm due to the infusion port being "plugged". The nurse fixed the occlusion and restarted the pump. According to the customer contact, when the nurse restarted the pump, the "dobutamine changed to 0.3mcg/kg/min however the rate of infusion was still at 16ml/hr". There was no reported adverse event with the pt. Though requested, there was no further info was available.